Manufacturer narrative:
A picture was returned showing a primary plum set with unknown white solution inside a plastic bag. The complaint of cassette cracking and leaking cannot be confirmed based on the image returned by the customer. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending.

Event description:
The event involved a plum set where it was reported the cassette cracked and leaked. There was patient involvement, but no specific harm reported.